Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device fell out of the patient¿s chest. Apparently, there was a lot of glue on the incision site and it looked like the site never fully closed or healed and a steris-strip was put over the site. The device fell out when the patient was taking her shirt off.